Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator was replaced and calibrated. The system was tested and operates as intended. This could be a possible accidental radiation occurence.

Event description:
The customer reported that the 9600 system would not expose an x-ray and displayed a bad iris potentiometer error message. No pt injury was reported.